Event description:
A male underwent an uncomplicated coronary intervention in 2007. Lasting approximately 35 minutes. The mynx device was prepped for use according to IFU. The physician reported that post mynx deployment, resistance was felt while removing the device from the advancer tube. He then attempted to remove the device as a whole, however, resistance was still felt. He proceeded to retract the advancer tube and removed the device by the exposed wire at skin level, and hemostasis was successfully achieved. It was then noted that the balloon was detached from the device. The physician performed a contralateral stick to do a peripheral angio in which no flow disturbances or any complications were noted. Patient was asymptomatic, bp and pedal pulses normal, leg color and temperature normal. Doppler ultrasound the next day was also reportedly unremarkable. No further diagnostic or therapeutic interventions were ordered. Pt was discharged the same day per standard hospital procedure without further incident, and at the time of this report, there has been no report of clinical sequale.

Manufacturer narrative:
Balloon detachment confirmed. The severe deformation on the inside of the advancer tip and the curved shaft and core wire indicates that an unusual non-coaxial load was applied to the catheter during the procedure, most likely with the tip of the advanced tube. The balloon detachment was replicated in bench testing by incompletely deflating the balloon and misaligning the advancer tube relative to the puncture tract prior to withdrawing the catheter with an impulse retraction force. The balloon detachment could not be reproduced when the advanced tube was correctly aligned and the balloon was fully deflated prior to withdrawal. No issues were noted during the lot history review that suggests the device may have caused or contributed to the reported incident.